Event description:
It was reported that the patient received multiple inappropriate shocks, there was high lead impedance of 1744 ohms, and an apparent lead fracture. The lead was replaced. No further patient complications have been reported as a result of this event.